Event description:
In 2009, the patient reported that she received an e4 (occlusion) error. She was educated on the meaning of the error and she stated she would go home from work to change her accessories. The patient called back and stated that she changed the infusion tubing and site and found that the infusion tubing was kinked, which she believes caused the error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.